Event description:
It was reported that the high impedances were seen on the implantable neurostimulator (ins) during an implant procedure. The ins was not used and a new ins used in its place with no further problems. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.